Event description:
The source literature reported that the physician successfully implanted an endeavor rapid exchange (rx) drug-eluting stent to lad # 6. The patient discontinued taking the prescribed anti-platelet medication post stent deployment. An angiogram confirmed stent thrombosis at lad # 6. After aspiration and thrombolysis, the lesion was dilated and a 2.5mm diameter x 12mm length endeavor rx was deployed. The physician reported that the thrombosis was not caused by the des. The patient recovered and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: (patient ceased to take prescribed dual-antiplatelet medication, (stent thrombosis). Conclusions: (patient ceased to take prescribed dual-antiplatelet medication). Literature source address: http://www.cvit2010.jp/pragram/.